Event description:
It was reported a patient experienced peritonitis manifested by a stomach ache coincident with peritoneal dialysis (pd) therapy. The patient had an event in which the titanium adapter disconnected and the patient had to touch the catheter to address the event. The patient was not hospitalized for this event but was given unspecified antibiotics (dosage, route, and frequency not reported). The patient was on antibiotics for two weeks. The cause of the peritonitis was the titanium adapter disconnection. The patient recovered from the peritonitis after two weeks. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact date of the peritonitis was not reported but the patient stated that this event occurred two years ago. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.